Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a healthcare provider (hcp) regarding a patient who was receiving intrathecal unknown morphine, bupivacaine, clonidine, and prialt via an implantable pump for non-malignant pain. It was reported that the patient contacted the hcp regarding a pump alarm and alert on their personal therapy manager (ptm) with service code 87 (safe mode). It was noted the patient had gone to the hospital but they were not reporting any symptoms. Additional information was received on 2025-03-30 from a company representative (rep) and hcp. The rep was paged to check on this pump and the rep was advised that the pump logs should be read. It was reported the original hcp caller met with the patient to interrogate the pump. The hcp noted an alert with service code 87 as well as an alert stating pump memory error, service code 114. The hcp checked pump logs which showed that the pump had defaulted to minimum rate mode. Agent reviewed steps to program pump out of minimum rate mode and set up prescribed 24 hour dose and myp tm settings. The hcp did this and was then able to successfully update the pump. The hcp wanted to program a single bolus so the patient could get medication immediately and the agent assisted the caller in updating the pump again with this bolus.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.